Manufacturer narrative:
Medical device. S/n (as there are a pair of hearing aids): (B)(4). Device not available for investigation in ballerup.

Event description:
The patient became hospitalized for neuritis (pain behind the right ear). He was treated by an md who is a neurologist. Medication was prescribed. Patient asked the md if the neuritis could be due to the new hearing aids (used since (B)(6) 2019), and the doctor said "maybe". It has not been able to obtain further information on the medical condition, except for the information that the neuritis only was related to behind the right ear. On the (B)(6) 2019 it was confirmed that the patient was doing fine and that he was using his old hearing aids again (true 62). During many years of sales in a lot of different markets (many million pcs of hearing aids) it has never been reported incidents of neuritis.